Event description:
The system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Concomitant medical products continued: 1056t/86 (B)(4). Review of quality records.